Event description:
Reporter alleged that the when he tried to insert a strips, the advantage meter shot out sparks from the code key slot. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.

Event description:
The account alleges that the head down and hi/low up functions both have unintentional movement.